Manufacturer narrative:
Correction to field b3: date of event, correction to field b5: describe event or problem, correction to field g3: bsc aware date, correction to field h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead dislodged. It was noted that the lead exhibited low amplitudes, undersensing, high pacing impedance that remained within range, and loss of capture (loc) at max output. A chest x-ray confirmed the lead dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead dislodged. It was noted that the lead exhibited low amplitudes, undersensing, high pacing impedance that remained within range, and loss of capture (loc) at max output. A chest x-ray confirmed the lead dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged. It was noted that the lead exhibited low amplitudes, high pacing impedance that remained within range, and loss of capture (loc) at max output. A chest x-ray confirmed the lead dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes, correction to field h6: device codes.

Event description:
It was reported that this right atrial (ra) lead dislodged. It was noted that the lead exhibited low amplitudes, undersensing, high pacing impedance that remained within range, and loss of capture (loc) at max output. A chest x-ray confirmed the lead dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.